Manufacturer narrative:
Follow-up #1: date of submission 05/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 04/20/2016 with the following findings: a review of the pump¿s black box did not reveal any evidence of a short battery life. There was no battery cap returned and a test cap was able to fit and maintain electrical connection. The ez-prime steps were performed correctly and all the currents readings were within specification. The original ¿short battery life¿ complaint was unable t be duplicated. The pump¿s cover was removed and there was no intermittent condition found to the printed circuit board or the continuous glucose module. The battery compartment was found to be cracked. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The customer reported that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.